Manufacturer narrative:
The reported event of ¿the integrated tri-loop snare separated from the retrieval catheter¿ was confirmed. As received, a complete catheter was returned without the tri-loop snares. Visual and x-ray inspection found the tri-loop snare detached from the catheter¿s distal tip. The cause of the reported event was isolated to the damaged catheter consistent with procedural damage. Abbott is continuing to monitor this issue.

Event description:
Related manufacturer reference number: 2017865-2025-1004968. It was reported that a patient presented for a right atrial leadless pacemaker (lp) explant procedure. Patient had complained about chest pain possibly related to premature ventricular contractions or high capture thresholds. During the explant, the tri-loop snare detached from the retrieval catheter. The snare was successfully retrieved, but the rest of the procedure was aborted and the lp remained implanted. Patient was stable.